Event description:
Crystalens intraocular lens serial number (B)(6) was implanted into my left eye on (B)(6) 2024 by dr (B)(6). Vision in left eye became progressively and extremely distorted in the following weeks. Diagnosis: crystalens with anterior capsule contraction and z-syndrome. The crystalens bent and deformed inside my eye. I had to have it removed on (B)(6) 2024. The eye sustained permanent damage with permanent visual defects. Dr (B)(6) is in possession of the defective lens. Photos taken by dr (B)(6).